Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer checked all functions on the drawer, removed debris from under the pockets, checked all cables in the rear, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that the drawer was stuck and they were unable to recover it. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.